Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported during the procedure the inner gasket on the 511s trocar tore causing decreases in insufflation. A subsequent 511s was opened to complete the procedure. There was no consequence to the patient.